Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated adapter with another manufacture's left ventricular (lv) lead displayed pace impedance measurements of greater than 2000 ohms and increased thresholds. The patient was seen for a revision procedure the device was explanted and another chronic lv lead was hooked up to a new device. There were no adverse patient effects reported.